Event description:
During a breast biopsy procedure on the mammotest system, the needle went through the patient's breast, slightly exiting on the opposite side of the breast. The customer described it as a flesh wound, which was treated with glue and a protective bandage.

Manufacturer narrative:
Siemens local service engineer, (B)(4), was dispatched to the site to check the unit. The engineer found that the needle configuration required verification and recalibration. The engineer reloaded all values and completed target calibration. The unit was successfully tested with 8 and 11 gauge needles. The system was brought back to the specifications.